Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that in a case the patient was incredibly swollen compared to the images that were taken or the patient. Therefore 3 point, tracer and point merge were all not passing a registration. The site decided to continue the case without navigation. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
A software analysis determined that the software was functioning as designed. There was no software anomaly detected. If information is provided in the future, a supplemental report will be issued.